Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3550-09, lot# n149897, implanted: (B)(6) 2008, product type: accessory; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type: extension; product ID 3587a, lot# l36496, implanted: (B)(6) 1996, product type: lead; product ID 3587a, lot# l36496, implanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
It was reported that the patient had a CT scan. There were reported symptoms following some type of environmental exposure, CT scan. The patient noted that stimulation was on during the scan. The manufacturer¿s representative and their physician were notified of this event. Ever since the patient got a cat scan on their stomach the other day, the patient has been having a lot of pain in their back where their stimulator wires are located. The cat scan was performed on (B)(6) 2014 and was ordered by a gastroenterologist. It was reported by the patient that they asked if they needed to turn their stimulation off and was told they didn¿t think they would need to. The pain where the wires are located was reported to have started the evening after the cat scan on (B)(6) 2014. The patient¿s pain had stayed the same and is better when they take their pain medications. It was stated that when they first lay down, it is pain wrenching. The patient reports that their previous pain management physician quit managing pain medications and their family physician is their current pain management physician. When the patient got their first implantable neurostimulator (ins) replaced on (B)(6) 2008 and the patient had not seen a manufacturer¿s representative since their device was replaced. The stimulation was reported to still be working and the patient is still using their stimulation. The patient reported to not have a change in stimulation with the cat scan. If the patient moves a certain way or lays a certain way, the pain is where the wires are located in the patient¿s back and it comes in waves. The patient reported that they were sitting there breathing and the pain comes in waves and occurred while talking on the phone. It was reported that the stimulator wasn¿t zapping the patient but clarifying that it is just a pain that was kind of like a ¿muscle grab¿ grabbing their back. It was reported that the patient takes muscle relaxers. The patient reported that it was a dual cat scan where they drank something and did the cat scan. It was reported by the patient that it was a sudden onset when the issues started. A loss of therapeutic effect was reported and the patient had been increasing stimulation to try and get the same coverage. It was reported that the battery is close to end of life (eol). The battery voltage was reported at 2.4 volts and it would be considered normal battery depletion given the age of the ins. Very intermittent stimulation and pain relief possibly due to the fading ins life was reported by the manufacturer¿s representative. An impedance checked showed contacts 1, 2, 4, 5, 6, and 7 were over 3600 ohms. The patient does get good pain relief using 0 positive and 4 negative at 3 amps but they can feel the stimulation fade in and out. The patient does want a replacement but does not have an appointment yet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient received assistance from their doctor or a manufacturer representative and their concerns were resolved. The patient did not have concerns with their device or therapy.